Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark despite use of tandem charging cable, wall adapter, and alternative charging components, with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised that replacement pump would have updated software.